Event description:
It was reported that following implant the pt was taken to recovery. Impedance readings were greater than 10,000 ohms on 9-15 and the pt had no stimulation sensation. The pt was taken back to surgery and the connections at the battery were checked and found to be incorrect. The leads were "replugged" into the neurostimulator to solve the problem.